Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient's leads had broken before, and they were not supposed to. The leads and ins were later surgically removed and replaced due to this issue. Patient believed their current managing physician handled the issue but they were not positive. The date of the event was asked but unknown. No further complications were reported/anticipated.